Event description:
It was reported that a ems was used during a hernia repair procedure. It was reported by the affiliate that after the device was fired, there were malformed staples. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55056/j. Device not returned for analysis.